Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the actual complaint sample was not received. The customer returned a sealed kit only. Upon opening the sealed kit, it could be seen that all medical ampules were intact. A device history record review was performed on the kit and the medication ampules with no evidence to suggest a manufacturing related cause. The potential cause of broken medication ampules could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that the medical ampules were found broken in the tray. No patient or user injury reported.